Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1262332) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported reading was not found in the meter's memory.

Event description:
Caller (customer's mother) reported that she used her son's adc meter to test his blood glucose level while he was sleeping and obtained a reading of 123 mg/dl, which was higher that she believed the meter should read. Caller further reported that her son was "unresponsive and stiff". She reported her son was "in a big sugar low down" and that the meter should read "40 or lower" which is "what happens when he has a low blood sugar seizure". As a result of getting a higher than expected reading, customer's mother stated she is "trying to get him (her son) to drink ensure", which is about 8 oz and has 50 grams of carbs. No third-party medical intervention was required; customer's mother stated that she "has not called the paramedics yet". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.